Manufacturer narrative:
This report is filed may 4, 2015.

Event description:
Per the clinic, the patient experienced pain and poor sound quality at the implant site after sustaining head trauma in 2008 (specific date not reported). Subsequently the device was explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailable.